Event description:
It was reported that the patients ipg had stopped working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in february 2021.